Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the system shutdown and the universal surgical manipulator (usm) 3 became disabled during the reboot. The tse viewed logs and noted error 319 on armnet 3 after a reboot from the patient side cart (psc). The tse recommended that the customer hard reboot the system, but the surgeon wanted to continue the procedure using 3 arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm), the distal set up joint (suj), and the proximal suj. System tested and verified as ready for use. Isi received the usm involved with this complaint and completed the evaluation. Failure analysis (fa) was not able to reproduce the reported complaint, but the error was confirmed via error logs. The unit passed start-up, initialization, programming in normal mode with no 319 error generated from the in-house system. A connections were intact, no connection issues, and fa found no sign of damage during investigation. The unit was driven with multiple combination instruments, sterile adapter, cannula and endoscope combination with no issue. System logs showed the axes controller setup board generated 48100 error that trickled down to the usm causing multiple system/communication error on the usm. The usm ran multiple power cycle and was idled for 2 hours on in-house system with no problem being generated. The unit also passed direction test, carriage lissajous, carriage switches, carriage strength, sensors check, sine cycle, fan test, fiber test and all brake test on psc fixture test platform . The fcp pca will be replaced as a precaution to the reported problem. Isi has received the proximal suj, but fa has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Isi has received the distal suj, but fa has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. There was no image or video clip submitted for review. An isi technical support engineer reviewed the system logs at the time of the call into technical support. Investigation revealed multiple related system errors. Additional log review confirmed the system (B)(4) was used on (B)(6) 2022 for a sigmoid colectomy procedure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal setup joint (suj) involved with this complaint and completed the evaluation. Failure analysis was able to reproduce the reported complaint. It was placed on the psc fixture test platform (pftp) where it failed at node check. The original axes controller setup (acu) board was examined and burn marks were seen at the back of the board. A golden acu board was installed, and it passed all tests. As a fix, the acu board will be replaced. Isi received the distal suj and completed the evaluation. Failure analysis was able to confirm the reported complaint through system logs. The unit was tested in the psc fixture test platform (pftp) machine and the error could not be reproduced. As a precaution, the setup fru lower ¿ printed circuit assembly (sfl pca) will be replaced.